Event description:
It was reported that the patient programmer (pp) wasn¿t working and was showing a poor communication screen. The pp would not communicate with the ins, nor could it make adjustments whether the antenna was attached or not. The patient had used the implantable neurostimulator recharger (insr) to check if the stimulation was on, which it was, but the patient was unable to feel any stimulation. The patient had stopped feeling stimulation after having an ¿adjustment¿ done on the week prior to this report. During the adjustment, it had been working fine, but once the patient had left, the battery was almost dead. Once the patient had left, the patient ¿charged it up and the next day or even that afternoon, [the patient] was trying to turn it on and it hadn¿t been on since she programmed it.¿ the anomaly appeared to have occurred through product use. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).